Event description:
Customer's biomed reported that the device had display issues and non-functional buttons. The on/off button was not working. There was no report of pt involvement with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use. The root cause of the reported issue is unk.